Event description:
It was reported that during an open nephrectomy procedure, on the 8th firing through the tumor and the surgeon is unsure if staples did not form or if a vessel off the aorta or the aorta itself was tore at the firing. There was a significant amount of blood loss and a vascular surgeon had to be called in to control the bleeding and repair the tear with suture. The amount of blood loss is unknown and the number of units of blood is unknown. The patient coded times during the repair. The patient is still in the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Spoke with the sales rep, he was not present in the case. He spoke with dr. (B)(6), she indicated that the patient is now fine. The patient, (B)(6), did require a transfusion during the initial procedure as well as CPR. Due to the bleeding the initial procedure could not be completed but was a few days later. Dr (B)(6) removed all of the tumor and continues to use the (B)(4) device. She was unsure if the device caused the tear or not.